Manufacturer narrative:
Follow up #1 the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 21, 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter read was reading his blood samples as control solution results. The complaint was classified based on the customer service representative (csr) documentation. The patient informed the csr that the alleged meter issue began on (B)(6) 2015 at 1:19am. The patient reported tesitng his blood glucose with the subject meter and obtaining results of "93, 71, 110, 87, 196, 149, 206, 129, 57, 74, 140, 162, 115, 75, 82, 104, 83, 119, 56, 150, 150, 164, 158, 246, 165, 85, 145, 162, 199, 164, 180, 66, 118, 134, 288, 50, 53, 156, 76, 76, 88, 163, 159, 162 and 173 mg/dl" which the meter flagged as control solution tests. The patient manages his diabetes with a combination of insulin (novolog 20 units three times daily; levemir 20 units twice daily) and oral medication (metformin 1000mg twice daily; glimepiride 4mg twice daily). The patient claimed he continued to follow his usual diabetes management regimen in response to the alleged meter issue. The patient reported that 2-3 hours prior to when the alleged issue started, he had developed symptom of feeling "weak". The patient claimed that he treated himself with food and/or drink at 10:00pm or 11:00pm. The patient denied that his blood glucose was tested with any other device. At the time of troubleshooting, the patient confirmed the test strips were stored correctly and were not expired or opened past their discard date. The csr walked the patient through a retest and noted that the alleged issue remained unresolved. Replacement products were sent to the patient.based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to when the alleged meter issue began. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.